Event description:
A customer contacted beckman coulter (bec) reporting a leak of about 5 mls of clear fluid coming from the blood sampling valve (bsv) and dripping into the catch tray of the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered that the aspiration tubing from the blood detector had become disconnected from the fitting at the bsv. The fse replaced the tubing securing it onto the fitting which resolved the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode is related to the aspiration tubing from the blood detector had become disconnected from the fitting on the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).